Manufacturer narrative:
The investigation for the reported issue has been completed. The root cause of the low flow was determined to be a kinked cannula most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. D9: device available for evaluation? Corrected to yes. Device returned to manufacturer checked, and date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that impella pump experienced flow issues due to a kink in the cannula. An effort to reposition the device was ineffective. The decision was made to explant the initial impella pump and replace it with a new impella device. Weaning was successful and the patient survived the procedure.